Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
When contacted for follow up information, the healthcare professional reported that the cause of the event was unknown. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient's battery had flipped and this was confirmed. It was also reported the implant flipped four weeks after it was implanted but no surgical revision was required. The patient was unable to charge her device when it had flipped. It was also noted the patient was having coupling or communication issues. The patient stated they had been getting 3-4 charge efficiency boxes and when the implant was charged when it was half full it usually took about four hours. One week prior to report, it was stated the patient's device was showing that it was fully charged and four days later it was down to zero. At the time of report, the patient was getting zero black boxes and after troubleshooting, the patient still only saw one black box. The patient attempted to use the antenna locate feature and it was reported the highest number she saw was 30. It was also reported the patient was charging more than expected. The patient's charge changed from lasting 2-3 weeks to only one week. It was also noted the patient had increased her settings, which may have impacted the battery. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information found it was reported the patient¿s battery ¿quit¿ and ¿was completely dead¿ and ¿felt no stimulation.¿

Manufacturer narrative:
(B)(4).